Event description:
The hosp reported that during the saphenous vein harvesting procedure, the balloon popped on the short port. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the complaint is confirmed that the balloon had burst. The silicone outer coating and latex balloon material were torn. The proximal suture windings were also broken and frayed.